Event description:
It was reported that pump declared cartridge change error when customer attempted to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through checking cartridge o-ring, inspecting and cleaning pneumatic tap area, and attempting to reload cartridge, but load was initially unsuccessful; after customer filled and loaded new cartridge with technical support assistance, pump successfully completed load process and insulin delivery resumed.